Event description:
A customer reported more than 100 ml of diluent leaked from their lh750 instrument onto the counter. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the customer recently moved this instrument and soon afterwards the sheath tank (vc15) overflowed into the vacuum system causing vacuum errors and halting instrument operation, causing the leak. The fse found solenoid valve vl108 remained activated causing the sheath tank to overfill. The diluter 3 card (diluter control card) was replaced (drives diluter solenoids) to resolve this issue. (B)(4).